Manufacturer narrative:
Further information was requested but not received.

Event description:
Patient presented in the emergency room after the device did not deliver high voltage shocks to treat a ventricular tachycardia (vt). Upon investigation, the vt episodes were found to have occurred below the detection rate programmed on the device. The device was reprogrammed and the patient's medication was updated to avoid any future missed therapy. The patient was in stable condition.